Manufacturer narrative:
H10: one (1) used list# 142560488, primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. Lot# 4552496, one(1) used list# ch3034, 5" (13 cm) bag spike adapter w/spiro, lot# unknown, one (1) used bag spike unknown list#, unknown lot#, and one (1) used container 500 ml dextrose 5% were received on october 29, 2020 for evaluation. The complaint of leakage on the returned used primary plum set could be confirmed. The product was tested per product specification. There was a leak from both the inlet and outlet filters. The leaks appeared to seep through filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. Filter vent leaks are currently under further investigation at the manufacturing location. A device history review for lot# 4552496 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation. It is yet to be received.

Event description:
The customer reported a plum set with leakage observed on the filter when carboplatin infusion was nearly finished. There was patient involvement with no harm reported.